Event description:
It was reported that the burr was stuck on the wire. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr could not be removed as it was stuck on the rotawire. The devices were removed together as one unit. The procedure was completed. There were no patient complications reported post procedure.

Manufacturer narrative:
Device evaluated by manufacturer. The device was returned for analysis. Inspection of the device found that the sheath was kinked at the most proximal end. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues.

Event description:
It was reported that the burr was stuck on the wire. The 78% stenosed target lesion was located in the moderately tortuous and severely calcified mid left anterior descending artery. A 1.50mm rotapro and rotawire were selected for use. During the procedure, it was noted that the rotapro burr could not be removed as it was stuck on the rotawire. The devices were removed together as one unit. The procedure was completed. There were no patient complications reported post procedure.